Event description:
It was reported that 2 needles 26x3/8 ib experienced leakage during use. The following information was provided by the initial reporter: material no.: 305110, batch no.: 8361850. Complaint 2 of 2. Description of issue: contact was in the process of filling customers cartridge and the needle/ syringe started leaking so contact had to put insulin into new syringe to fill cartridge to proper amount. Customer bg was in 200's mg/dl. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657. 26 g, 3/8¿ needle ¿ 305110. Product lot number: 8361850 for needle. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Note: product category = needle/syringe issue.

Manufacturer narrative:
Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needles 26x3/8 ib experienced leakage during use. The following information was provided by the initial reporter: material no.: 305110 batch no.: 8361850. Complaint 2 of 2. Description of issue: contact was in the process of filling customers cartridge and the needle/ syringe started leaking so contact had to put insulin into new syringe to fill cartridge to proper amount. Customer bg was in 200's mg/dl. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110. Product lot number: 8361850 for needle. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Note: product category = needle/syringe issue.